Event description:
A radiation therapy treatment plan with 3 separate treatment targets was imported into the brainlab exactrac 5.5 system, used for the positioning of the pt at the linear accelerator. Prescribed/intended radiation treatment of 3 brain metastases from lung cancer, with a single dose fraction of 22 gy to each separate metastasis/target using shaped treatment fields. According to the hospital: for one metastasis, the shaped treatment fields and radiation dose distribution intended for another metastasis/target volume were delivered, since the pt was erroneously positioned to the target of a different metastasis than the one intended for this dose delivery. This resulted in an irradiated tissue volume that is approx 23% larger than the intended target volume of the metastasis, extending into the normal brain tissue. No significant organs at risk were affected. No negative effects occurred or are expected for this pt, other than potentially increased toxicity.

Manufacturer narrative:
The hospital informed that the hospital has reported this event to the state of (B)(6). Brainlab investigation has shown that for this event: there is no indication of an error or malfunction or quality issue of the brainlab device; the brainlab device works as intended; corresponding brainlab measures to minimize this already anticipated risk to be as low as reasonably practicable are in place; the root cause of this event is "human error" when selecting the treatment target in exactrac for pt positioning at the linear accelerator. Despite this hospital is already aware of the requirements and available measures and functions to ensure correct target selection in exactrac, brainlab intends to re-iterate these to this customer to support this hospital in its workflow definitions.